Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the stent was partially deployed on the stent delivery system. The guidewire access port was damaged. A portion of the inner sheath was protruding through the guidewire access port and was twisted and kinked. All attempts to deploy the device failed. The device was dissected just proximal to the guidewire access port and the inner sheath was removed. The stent deployed freely and no further damage was noted with the device. During manufacturing, the stent systems are 100% inspected and the kinked inner lumen and damaged sheath are likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary covered stent system was used during a biliary stent placement procedure on (B)(6), 2011. According to the complainant, the patient had a biliary stricture. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. The stent system was positioned within the patient and the nurse retracted the handle to the deployment threshold marker. However, the stent failed to deploy. No visible issues were noted with the device. The procedure was completed with another wallflex rx biliary covered stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.